Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was being performed? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete washer transection confirmed? How was the leak identified? What was observed at the anterior side of the anastomosis during reoperation? Were there any issues noted with staple formation at any point throughout the care of the patient? How was the leak addressed? Were there any patient factors that may have contributed to the leak? What is the current status of the patient?

Event description:
It was reported that following an unknown procedure, it has happened anastomosis leak with our cdh29a. They had tested the anastomosis at the end of the operation and it seemed to be well. The leak happened the next day from the operation at the anterior side of the anastomosis. Patient consequence description: the new operation and spending the time in the intensive care. Patient is still alive.